Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported unknown side "nodularity's had increased in size" ,"pain", ¿limited leakage of prosthetic fluid with wavy prosthetic contours and also presence of prosthetic fluid at two lymph nodes of the left axillary extension.¿ and "suspected bilateral intracapsular rupture". The device was explanted.